Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 35 mg/dl. The customer was treated for the low blood glucose with dinner and lemonade. Customer's blood glucose level was 202 mg/dl after dinner. The customer declined to troubleshoot for low readings. The product was not returned for analysis.